Event description:
It was reported that during the implanting procedure, the torque wrench would not screw the setscrew. Another torque wrench was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the wrench was returned, analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.